Manufacturer narrative:
A field service engineer (fse) conducted a customer site visit and confirmed the reported issue by the error occurring when attempting to operate the analyzer. The error specifically occurred when the rack would move away from it's home position. The fse inspected the position of the x-1 pitch sensor flag and found it was not in the correct position. The fse stated the misalignment of the x-1 pitch sensor could potentially be caused by a rack jam or another form of obstruction, however it could not be determined what caused the misalignment. The fse then removed the sample loader cover and reagent/ tip (r/t) cover and found stray tips. The fse removed the stray tips and corrected the x-1 pitch sensor flag position. The fse validated the analyzer by running a rack rotation action and quality control (qc) within acceptable range and no errors recurring. No further action required by field service. The aia-900 analyzer is operating as expected. A complaint history review and service history review was performed for serial number (B)(6) from the install date of 14feb2025 through aware date of 13nov2025 for similar complaints. There were three (3) other similar complaints including this one found during the searched period. The aia-900 operators manual under section 12: flags and error messages states the following: [2300] s. Loader step feed failure cause: the pitch sensor s071 failed to go on after the step feed. Action: check to see if there is any impediment to the sample rack feed. If the trouble reoccurs, contact the tosoh local representatives. Check s071 and the step feed mechanism. The most probable cause of the reported event could not be established.

Event description:
A customer reported 2300 sample loader step feed failure error on the aia-900 analyzer. The aia-900 analyzer is down. A field service engineer (fse) was dispatched to address the reported event which resulted in a delayed reporting of patient samples for creatine kinase mb isoenzyme (ck-mb) and cardiac troponin I (ctnl2). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.